Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient passed away on (B)(6) 2021 due to sudden cardiac death. It was observed that the patient's implantable cardioverter defibrillator delivered therapy for the initial ventricular fibrillation, although the succeeding events were unstable and undersensed by the device due to the programmed settings. It is believed that the device functioned appropriately, but this could not be confirmed. The patient was deceased.